Event description:
Event description cpi received information that due to inappropriate shocks, and noise on egrams, the rate sensing portion of this endotak transvenous defibrillation lead (0115) has been capped, and the high voltage portion remains active. A (4269) lead was added to the patient's system for the rate sensing portion.